Event description:
The user received questionable creatinine jaffe generation 2 (creatinine) results for 19 patient samples after they tested a sample full of fibrin. This sample caused the rinse mechanism to be plugged and the cells to overflow. The user retested the patient samples on another cobas c501 analyzer and those results were considered to be correct. Of the data provided, the results for three patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 0.60 and the repeat result was 0.90. Patient sample 2 initial result was 0.77 and the repeat result was 1.08. Patient sample 3 initial result was 0.93 and the repeat result was 1.31. All of the initial results were reported outside the laboratory. The user contacted some of the doctors who had ordered the tests and was informed that the patients were not treated based on the initial results. The user stated she was not able to contact all of the doctors and it was unknown if any of the remaining patients were adversely affected. The creatinine reagent lot number was 64967001 with an expiration date of 06/30/2013. The field service representative determined that after a recent rinse tubing replacement, the tubing had become smoother on inside allowing more water to pass. This required an adjustment of the rinse mechanism regulator. He also found fibrin and pitting in the rinse nozzles which was causing the blockage. He turned down the rinse mechanism regulator flow to an appropriate level and replaced all rinse nozzles. To verify the analyzer operation, he verified the instrument was operational and no cells were overflowing. He performed calibration and quality control.